Manufacturer narrative:
It was claimed that internal leakage test failure during pre-use check (puc). Further evaluation of the unit reveled that also pressure transducer test and patient circuit test. Internal leakage test failed with message pressure transducer difference > 5 cmh2o. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the expiratory pressure transducer board was check and has been pointed as need to be replaced to resolve the issue. Pressure transducer printed circuit board measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer printed circuit board may lead to high pressure.   The defective part was not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).